Event description:
It was reported that the right atrial (ra) lead impedance and thresholds had gradually increased in the past six months. The lead was explanted and not replaced because the vein was occluded. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed, and no anomalies were found. It was noted that the distal lv (low voltage) electrode of the lead was covered in blood and body tissue/fibrotic growth. Visual summary analysis of the lead indicated apparent explant damage. (B)(4).